Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd facscanto¿ ii waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: aspirated waste connector was leaking. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Fluid. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) No. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) waste line biohazard. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) the waste line connector was leaking. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." No.

Event description:
It was reported that during use with bd facscanto¿ ii waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: aspirated waste connector was leaking. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Fluid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) No. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) waste line biohazard. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) the waste line connector was leaking 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No. 7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." No.

Manufacturer narrative:
H6. Investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a biohazard leakage not contained within the instrument ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 14mar2021 to date 14mar2022. ¿ complaint trend: there are 24 complaints related to the issue of a biohazard leakage not contained within the instrument. Date range from 14mar2021 to date 14mar2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file #338962-338962-v33896202204-100229078-14, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak not contained within the instrument was due to a worn waste connector. The customer had reported that a waste connector was leaking and an fse (field service engineer) was sent onsite to resolve the issue. Upon arrival, the fse confirmed the issue and replaced the worn orange waste connector. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair, the instrument was functioning as expected with no further leakages. Although the leakage was of a biohazardous material, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help in preventing lowered performance of the system, and can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02371793, case # (B)(4). Install date: 30sep2014. Defective part number: n/a. Work order notes: o subject / reported: waste connector leaking. O problem description: aspirated waste connector was leaking. O work performed: replaced orange waste connector. O cause: faulty connector. O solution: replaced connector. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O item: 4. Quick disconnect. O function: 4.1 connects tubing to filters and fluid tanks. O potential failure mode: 4.1.1 tubing failure. O potential effect(s) of failure: 4.1.1.1 leaks at waste tank. Biohazard. O potential cause(s)/mechanism(s) of failure: waste fitting leaks. O current controls: 1. Pump compensates for leaking. O recommended actions: n/a. O actions taken: n/a. O initial severity: 9. O initial occurrence: 6. O initial detection:1. O rpn: 54. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the biohazard leakage was due to a worn waste connector. ¿ conclusion: based on the investigation results the root cause of the biohazard leakage was due to a worn waste connector. The fse confirmed the issue and replaced the orange waste connector. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level.